Event description:
Facility reported that patient was very dependent on levophed drip. While switching from double strength to quad strength infusion on new pump channel, bp dropped to 40's. Nurse opened pump door to troubleshoot occlusion and air in line alarms and found tubing had come apart near upper fitment. Switched back to original infusion and bp quickly came back up to previous level with no other intervention and no long term effect on patient. Facility sent set for investigation but it has been lost in shipping. Will file follow-up report if set is received in the future.

Manufacturer narrative:
Patient information requested and all available information is included.